Event description:
It was reported to baxter (B)(4) that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The customer reported that there was a gap (3 mm) between each connector. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Baxter (B)(4) sent the actual sample to manufacturer and investigation was performed at their facility. No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. The lot number was not provided; therefore a batch review cannot be conducted.